Manufacturer narrative:
The reported event of high lead pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Event description:
During an pacemaker implant, an event of high pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.